Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "screen went blank" issue. The fse inspected the display boards and connections. Then the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that, while in use on a patient, the screen of the cs300 intra-aortic balloon pump (iabp) went blank. However, the iabp continued to pump fine. No patient harm, serious injury, or adverse event was reported.